Manufacturer narrative:
The device was evaluated on site and repaired on site by a hospital technician. Local engineer checked the machine and repaired the pipeline. No other information was provided. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during machine preparation of an ak 96 machine, an external fluid leak from a pipeline (unspecified) was observed. There was no patient involvement. No additional information is available.